Event description:
Vns pt underwent generator explant surgery because treating physician determined that their body was rejecting the implant. It is not known whether the lead was also explanted. Investigation to date has been unable to determine the cause of the reported event;howver, due to the length of time that the device was implanted, it is unlikely that foreign body reaction is the cause of the reported event.